Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and observed that the device would shut down unexpectedly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report a non-critical issue with the device. Upon inspection, by physio-control, it was observed that the device would shut down unexpectedly. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report a non-critical issue with the device. Upon inspection, by physio-control, it was observed that the device would shut down unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
The electronic record was reviewed by the customer quality engineer. The issue was verified. The cause was isolated to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The customer was offered a replacement device. The removed part was further evaluated by stryker parts analysis center (pac) and was unable to duplicate the reported issue. Further root cause could not be determined. The device was scrapped at stryker.